Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastroplasty, the stapler failed. The reload was replaced. No other known adverse events were reported. Additional information was requested from the reporter. Should we receive this additional information, a supplemental will be submitted.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.